Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A patient contact for a peritoneal dialysis (pd) patient contacted fresenius technical support and stated that the patient had been in the hospital and draining almost 1,000ml in drain 0, but now the patient was only draining approximately 100ml. Attempts to obtain additional information related to the hospitalization were unsuccessful. The reason for the patient¿s hospitalization is unknown. There is no allegation of a device malfunction or deficiency reported for the event. There is no statement that the hospitalization was dialysis related.